Event description:
A customer contacted baxter's technical service center and reported receiving a check supply line alarm on the homechoice (hc) machine during priming. The home patient (hp) stated that the spike was not all the way in. The hp pressed go and stated that the hc is now priming. Product surveillance contacted the patient on (B)(6) 2010. According to the patient there were no defects in the spike or the bag port. The patient stated that it was her fault as she did not realize that she didn't spike the bag all the way. The patient stated she pushed the spike and resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded; therefore, baxter cannot determine the root cause.

Manufacturer narrative:
(B)(4). This report is for a check supply line alarm due to spike not pushed all the way in was not confirmed in the lab due to a lack of sample. The root cause was determined to be use error. Labeling review found the labeling adequate for the potential use error in the complaint. A batch review was conducted and no issues were found related to the reported condition during manufacture of the lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.